Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an adverse event where customer stated that sensor is giving low results for a week,but customer decided to go to emergency room. User received a low glucose alert on the mobile device. In the emergency room,customer blood sugar was checked and the doctors said everything was okay and customer was sent to home.

Manufacturer narrative:
The investigation couldn't confirm the reported inaccuracy based on the customer-provided bg/sg values and time. However, the review of the calibrations revealed that the customer was likely using sg values for calibration of the system, which might have led to the discrepancies experienced by the user. No further communication with the user was possible due to lack of response from the user. Per case notes, user went to the emergency room (ER) where the doctors checked the bg and said everything was fine. User went to the emergency room (ER) but no treatment or medication was necessary as the blood glucose (bg) was in normal range. User is feeling good. No further resolution was necessary for this complaint.